Manufacturer narrative:
Evaluation summary: the fortrex device was returned for evaluation. The device was loaded inside an introducer sheath. No other ancillary devices were included. Visual inspection: the fortrex and ancillary devices were inspected. Approximately 20cm of the guidewire was exposed outside the distal rim of the sheath. Approximately 64cm of the guidewire was exposed between the sheath and the distal end of the fortrex catheter. The tip of the catheter showed the material spiraled. The balloon showed a burst with the balloon material buckled at the proximal end. A marker band was identified at the proximal end of the balloon segment. The working length of the fortrex catheter was approximately 85cm. The product labeling indicates the working length is 80cm and there are two marker bands at the balloon segment. A marker band was discovered after pulling the guidewire from the sheath. Under microscope the fracture face of the distal end of the catheter shows the material stretched and twisted. Blue catheter material was discovered within the sheath hub. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a fortrex balloon to treat a 80mm moderately calcified axial artery lesion. The artery had a 10mm diameter and low tortuosity. The procedure used a 7 fr non mdt (bsc) sheath and a 0.035" non mdt (bsc glidewire). The device was prepped as per the IFU with no issues identified. The lesion was pre dilated. Contrast and saline inflation fluid was used with a non mdt (bsc) device. There was no resistance advancing the device and the device did not pass through a previously-deployed stent. Balloon burst at 16 atm during initial inflation. Burst balloon was unable to be retracted through sheath, so balloon, wire and sheath all had to be removed thus ending the procedure. No patient injury was reported.

Manufacturer narrative:
Product analysis: the fortrex device was returned for evaluation. A 0.033" guidewire was inserted into the fortrex which was loaded inside an introducer sheath. No other ancillary devices were received. The fortrex device and ancillary devices were removed from the pouch and inspected. Approximately 20cm of the guidewire was exposed outside the distal rim of the sheath and approximately 64cm of the guidewire was exposed between the sheath and the distal and of the fortrex catheter. The material on the tip of the catheter was spiralled. A radial balloon burst was observed and the balloon material was buckled at the proximal end. The working length of the fortrex catheter was approximately 85cm. A marker band was identified at the proximal end of the balloon segment and the other marker band was discovered after pulling the guidewire from the sheath. Under microscopic inspection, the material of the fracture face of the distal end of the catheter was stretched and twisted. Blue catheter material was discovered within the sheath hub. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.